Event description:
It was reported that during a pta treatment procedure of an unspecified vessel, stent damage occurred. According to the customer, "doctor had problems to take stent out without inflation, the stent has damage to the proximal edge." No patient injuries or complications were reported. Patient status is listed as "okay." The outcome of the procedure is unknown. Additional information regarding this event has been requested.